Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred. The occluded target lesion was located in the "excessively" calcified right common iliac artery. After a 6x60mm charger balloon catheter was advanced for predilation, a 7.0mm x 60mm x 75cm express® ld iliac / biliary stent was advanced and deployed. Then an 8x60mm epic stent was implanted in the right external iliac artery. However, it was noted that there was a vessel perforation in the right common iliac artery where the 7.0mm x 60mm x 75cm express® ld iliac / biliary stent was implanted. Several balloon angioplasty were performed using an express stent delivery system balloon (sds) to tamponade the vessel. Then an 8x38 non bsc covered stent was deployed inside the express® ld iliac / biliary stent to cover the perforation and the procedure was completed successfully. Physician noted that the development of vessel perforation was due to the excessive calcification of the lesion. No further patient complications were reported and the patient's status was fine.